Event description:
Caller states the patient tested 3.3 inr and 2.4 inr on the coaguchek xs system. The caller states the patient's blood appeared "watery" and that she did have to squeeze his finger. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.